Event description:
I bought the malem ultimate bedwetting alarm from the bedwetting store. We used it as per instructions; however, when it detected urine, it buzzed and vibrated making it super hot. Something went wrong in the internal machinery of the alarm and caused burns on my child's neck and shoulder. Such inferior quality is not acceptable. I have noticed many other complaints online and request that the FDA look into this soon.